Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a distal catheter separation/break was encountered with a phenom 27 microcatheter. The patient was undergoing surgery for treatment of a right hypophyseal aneurysm. It was noted the patient's vessel tortuosity was minimal. Vascular access was obtained via the right radial artery. After bringing the phenom 27 into the m1 it was realized that the dude catheter was "kinked" down in the aorta. It was decided to remove the phenom 27 and see if the kink could be reduced. After removing the phenom 27 and some manipulation of the guide it was noticed the platinum tip had come off and was lodged in a distal m3 segment. It was noted at that time that the tip was not limiting flow in any way. It was decided at that time to continue with the procedure and took a new phenom 27 catheter and successfully placed a 4.5x18 ped shield stent without issue. At this time the patient has not suffered any ill effects of the tip and the m3's remains open. The doctor felt that because the patient's pru (platelet reactivity unit level) was therapeutic that the artery would stay open. The plan is to keep a close eye on the patient for the next couple days to make sure not issues arise. As of now the patient exam is 100% pre procedure. Will continue to monitor for any changes. No patient symptoms or complications were associated with this event. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). There was no friction or difficulty during injection or force applied during delivery or removal. The catheter tip was entrapped/stuck. The catheter stuck inside the guide catheter. Entrapment/difficult removal of the very distal tip was reported in guide catheter. There was no vasospasm. Ancillary devices included 6/7 radial sheath, 6f "dude" guidecatheter, aristotle 24 guidewire (a24-200-002 lot: 048541).